Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the paroxysmal atrial fibrillation. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
This report is being submitted to provide an updated clinical narrative and to document the addition of an h6 health effect ¿ clinical code that was previously unreported. No new information was identified during the clinical review that changes the previously submitted device investigation or its conclusions. Section b5 has been updated to incorporate the clinical assessment. The revised b5 now includes a complete and consolidated event narrative. An additional h6. Health effect ¿ clinical code: e060109 (tachycardia) has been added.

Event description:
Clinical assessment. A 80-year-old female with acute myocardial infarction (ami) complicated by cardiogenic shock (cgs) underwent percutaneous coronary intervention performed under impella cp support. During the course of treatment, the patient developed atrial fibrillation with rapid ventricular response. An amiodarone bolus was administered followed by initiation of an amiodarone infusion. The immediate clinical impact of the arrhythmia episode remained unclear despite the need for medication. Ultimately the patient was successfully weaned from impella support and survived. The original complaint concerned artrial fibrillation/tachycardia. Based on the clinical information available, the impella cp will be coded for paroxysmal artrial fibrillation and tachycardia with medication required and conservatively serious injury as outcome. There is no evidence that impella contributed to the episode of afib with rvr; the device was functioning appropriately with no malposition noted, no alarms, and no hemodynamic changes attributable to device performance. The arrhythmia is therefore considered consistent with the patient¿s underlying ami/cgs condition rather than device related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. The patient subsequently developed atrial fibrillation with rapid ventricular response, and an amiodarone bolus followed by a continuous infusion was initiated. The patient survived and was successfully weaned from impella support.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. Corrected d4 catalog number. Added g1 manufacturer contact fax number was omitted during initial report. The root cause of the injury was unable to be determined due to insufficient clinical details.